Manufacturer narrative:
Continuation of d11: product ID 37714 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: product type implantable neurostim ulator product ID 37712 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2011 product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the shocking happened during sneezing, coughing, and sometimes with charging. Laying down would at times bring on a shock. The patient was reprogrammed but the coverage still was not the best. The shocking was not resolved and x-rays were taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with three implantable neurostimulators (ins)s. It was reported that ever since he had his first ins implanted, he sometimes experiences electric shocks. If he turns upthe stimulation and coughs or sneezes, he gets a shock-type sensation. He stated, ¿if I sneezed, it would put me on the floor.¿ he said this only happens once in a while but again confirmed it has been happening ever since the first ins was implanted. His first ins was replaced for this reason but the issue continued with its replacement. He was redirected to his healthcare provider (hcp) to have the ins checked.